Manufacturer narrative:
The account found the plastic bushing is broken at the head end. The account replaced the bushing to repair the bed.

Event description:
The account alleged the head end casters are not fully locking and he is hearing a light retching sound.